Manufacturer narrative:
No pt information available as no pt was involved in this concern. Per RMA, a replacement field generator (emitter) was sent to site. The suspect emitter had metal wires exposed and the team on-site covered it with sleek to protect it and the part was still functional. The part was replaced and the issue resolved. Still waiting on return of suspect part back to mnav.

Event description:
Site reported cable insulation to the axiem emitter was damaged at entrance to housing. This event did not occur during surgery and no pt was present.